Event description:
A report was received that the patient was having a lot of pain. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was having a lot of pain. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2158-70, serial #: (B)(4), description: linear lead with enhanced stylet, 70cm.

Manufacturer narrative:
Additional information was received that the patient had an infection at the pocket site. The physician was unsure if the infection was device related. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having a lot of pain. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing discomfort at the ipg site. No device malfunction suspected.